Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an oblique lumbar interbody fusion (olif), the back of the slap hammer was damaged and removed from the instrument. There was no reported impact on patient outcome. No additional information was provided. On (B)(6)2018 comm task (rep); medtronic received information that there was a delay of forty five minutes due to the reported issue.

Manufacturer narrative:
Correction: procode and 510(k) updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The slap hammer was returned to the manufacturer for evaluation. Testing found that the hammer had been broken off at the larger end of the shaft. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.